Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.

Event description:
During a remote follow up, episodes of far field r wave oversensing resulting inappropriate mode switching were observed on the device. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.